Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. It was found to be under infusing outside the amounts that mmdg considers non-reportable. The pump fingers were worn and caused the pump to under infuse. The pump was repaired and will be returned to the user facility.

Event description:
The initial reporter stated that the pump "volume is too high." Mmdg made multiple attempts to follow up with the initial reporter, but these attempts were unsuccessful. (B)(4).